Event description:
A malfunction was reported on the pump. There was no adverse impact on the customer¿s blood glucose level. The customer received guidance from technical support on resetting the pump, which resolved the issue, and was advised to continue using the pump while monitoring for recurring malfunctions.